Event description:
According to the reporter: occurred during the thoracic procedure. The blade of the device would not advance. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is okay.